Event description:
Boston scientific received information stating: during a follow-up, noise was noted on the lead. The patient is not pacemaker dependent. Follow up is scheduled for two months. Dr. (B)(6) lead implanted (B)(6)2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).